Event description:
It was reported that during a knee procedure on (B)(6), 2011, the surgeon implanted an oxford anatomic bearing where the product expiration date was already past and out of date. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The expiration date is clearly marked on the outer packaging of the oxford anatomic bearing. The item was expired, but was still implanted. No further complications have been reported. This report filed (B)(6), 2011.